Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had battery issues. Troubleshooting was performed and it was found in the alarm history that they had a pump error alarm. Customer¿s blood glucose value was 148mg/dl. Customer mentioned a past event where their infusion set had bent cannula and her blood glucose value was in the range of 400mg/dl. They treated with bolus. The customer was in the hospital and they were getting manual injections. Customer also stated she received two no delivery alarms which were resolved after troubleshooting. Insulin pump will not be returned for analysis.